Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of the event was not reported. On the same date as the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified anti-fungal medication (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available.